Manufacturer narrative:
B3: event date unknown. E1 phone number: (B)(6) one device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device showed lec 1871 after power up. The root cause was determined to be the motor. The motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 1871 when powered on. The device did not encounter the patient. There was no patient involvement and no patient harm.